Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced increased baseline spasticity multiple times. During the first "couple" of pump refill procedures, a volume discrepancy was noted: the 6 mls was expected and 17 mls was aspirated. There were no pump alarms. A radiolabeled indium study performed on (B)(6) 2011 indicated that the pump was not functioning. The pump was to be replaced and may be the catheter if during the surgical procedure, the surgeon was unable to aspirate it. The drugs infused via the pump included compounded baclofen and also saline 1 mg/ml at 0.99 mg/day.